Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation training manual and the procedural manual. Based on this review, no IFU/training deficiencies were identified. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to unavailability of work order information, a review of the DHR and lot history was unable to be performed. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, "the delivery system balloon burst with deployment. No bulky calcium in the anatomy thought to have caused it". The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, thv deployment with excess inflation volume can subject the balloon to pressures high enough cause it to burst. In this case, due to limited information a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the delivery system (ds) balloon burst with deployment. The valve was anchored, and no harm was caused to the patient. The device will be returned.